Event description:
It was reported that the patient experienced a shocking or jolting sensation during a CT scan. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.